Event description:
A malfunction code, malf 12, was reported with no notable events occurring beforehand. There was no reported adverse impact on the customer's blood glucose level. The customer was provided with information to reset the pump and, after assistance, successfully reset it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump with instructions to contact support if the issue reappears.